Event description:
It was reported that an ilet user experienced a leaking insulin cartridge, after which the ilet displayed high and a fingerstick blood glucose measured 415 mg/dl. The caregiver declined a step-by-step supply change review and declined a replacement cartridge. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included elevated blood glucose with no reported need for medical intervention or hospitalization. Investigation included troubleshooting and education offered by support personnel. Investigation of this case revealed a suspected cartridge leak consistent with a cartridge component issue leading to insulin loss and resultant hyperglycemia, with no device alarms reported beyond the displayed high glucose status. It was concluded, based on previously established findings for similar reports, that the cause was a user-handling or supply-change-related issue leading to a compromised cartridge seal and insulin wastage.

Manufacturer narrative:
Initial.